Event description:
Reporting status: malfunction. Reporting rationale: failure to cross/stent dislodgement has caused or contributed to pt injury previously. Device issue: failure to cross/stent dislodgement. It was reported that the stent delivery system (sds) failed to cross the lesion. During removal of the sds from the pt, the stent dislodged inside the introducer sheath and was able to be removed with the sheath. It was also reported that the procedure ended as nothing else crossed. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen, on the balloon, on the stent implant and on the shaft. There was no contrast visible. The returned stent implant was dislodged from the sds. There were mangled struts on the proximal and middle sections of the stent implant. There was no other damage noted to the stent implant. There were stent crimp marks on the balloon between the markers. The balloon was tightly folded. There was a bend in the hypotube at the distal end of the strain relief tubing. There was no damage or kinks noted to the tip or inner member. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the distal and middle outer diameters of the stent implant. The outer diameter measurements met mfg criteria. The proximal section was not measured due to the damage. Product performance engineering reviewed the incident. The inability to cross a lesion can be affected by patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Stent dislodgement can be influenced by improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. The mfg records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Possibly, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and become dislodged during removal of the sds through the introducer sheath, although this cannot be confirmed. The stent had mangled struts on the proximal and middle sections. This damage was not reported as being observed during product inspection prior to use and likely occurred during the procedure or as a result of handling during packing for shipment back to abbott vascular for evaluation. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed on the stent. A bend in the hypotube at the distal end of the strain relief tubing was also noted. This damage was not observed during product inspection prior to use and may have occurred during or after an attempt to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. Kinks can also contribute to difficulty advancing, although it could not be confirmed. A review of the product lot history records did not reveal any non-conforming material reports issued for this lot that could have contributed to the incident and all on-line inspections and testing met mfg criteria. A definitive cause for the failure to advance, stent dislodgement, stent damage, and bend in the hypotube cannot be determined. This MDR is considered closed by the product performance group.